Event description:
The clinician reports, that the implant was inserted (B)(6) 2019 in ada 6 of the patient's mouth. On (B)(6) 2019, non-osseointegration of the implant was verified. Patient presented with bone type IV and previous bone augmentation. The device was forwarded to the manufacturer for investigation. There were no reported patient injuries or complications.